Event description:
Hospital reported the tip broke off the corson needle electrode during a gynecological laparoscopic procedure. The tip was retrieved with no injury to the patient reported. A second instrument was returned at the same time, with a reported bent tip. When received, the very tip of the needle was missing. It may have broken off during the return shipment, but no bending observed.